Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3-1 failed and pockets were not detected on the bus. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer had failed, and pockets were not detected on the bus. A field service engineer (fse) was informed that drawer pockets were not detected on the bus. The row board cable header connection on the drawer board was cleaned and reseated. Everything tested successfully in hardware test application. The system functioned as intended after the field service engineer repaired the device.